Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0205921960, implanted: (B)(6) 2012, product type: lead.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that there was a return of incontinence since (B)(6) 2016 especially upon exertion. The patient was hospitalized from 10 to (B)(6) 2016 for tension free vaginal tape procedure (midurethral slings). The event resolved on (B)(6) 2016. No further complications were reported/anticipated. The event was assessed as serious, not related to the procedure, and related to the stimulator. Medical history included idiopathic functional incontinence since 2008.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328 lot# 0205921960 serial# implanted: (B)(6) 2012 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the return of incontinence was related to the stimulation and the cause of the return of symptoms was related to the stimulation. There was also a report that the procedure was due to urinary incontinence. No further patient complications have been reported as a result of this event.